Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: while preparing for a demonstration, before meeting with the customer, the sales rep tried to connect each of the blades to the handle of the retractor, but none of them would connect. A second retractor was tried, and the same problem occurred. It was as if the blade clips at the distal tip of the handle, where the light is, were too wide. After forcing, one of the blades was eventually able to be connected to one of the handles; however, the demonstration had to be canceled due to the issue. Analysis conclusion: complaint not confirmed: device # 1 - the device handle neck width and the three-returned blade slot gap measurements met the product specification requirements and all three blades attached and detached from the device handle without difficulty and the device functioned as intended with no failures. However, the complaint could not be investigated for the blade fit for the smallest blade (20 x 50) as the blade was not returned for complaint investigation. Additionally, it was found that the light lens is missing from the device handle neck and was not returned for complaint investigation; however, it cannot be determined what caused the lens to become missing and unaccounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: it was found that the light lens was missing from the radialux device handle neck and was not returned for complaint investigation; however, it cannot be determined what caused the lens to become missing and unaccounted for. The failure was discovered during analysis, therefore patient information is not applicable.